Event description:
It was reported that during a cholecystectomy procedure, the device clips were released before the device was activated and the trigger was fired. There was no pt consequence.

Manufacturer narrative:
Date sent: 07/18/2007. Information anticipated, but unavailable at this time.